Event description:
Customer reports an adc meter reading of 70 mg/dl. Subsequently, customer's friend found her unconscious and called paramedics. Customer was taken to the ER, diagnosed and treated for severe hypoglycemia.

Manufacturer narrative:
A follow up report will be submitted if the product is returned for evaluation.